Event description:
Medtronic received a report the markings on the tracheostomy tube rubbed off. Customer indicated the inner cannula not visible. Medtronic was advised the was no patient injury with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample associated to this report was received and the reported customer fault was confirmed. A visual inspection was performed and it was observed the sample presents evidence of being used. In addition, the labeling print of the flange is worn.